Event description:
Noted on routine remote interrogation significant battery drain over past several months. Device is under advisory for premature battery drain. Bsc tech support contacted and confirms premature battery drain. Pacemaker needs to be changed out within 28 days. Manufacturer response for pacemaker, boston scientific l321 accolade el (per site reporter). Confirms this is premature battery drain and recommends device changed out within 28 days.